Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye inferior flap (margin) 6 months post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision due to treatment being off and not the epithelial ingrowth. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -3.25 x -1.50 x 100, left eye pre-op 20/20 -3.50 x -.75 x 112. Bcva from (B)(6) 2015: right eye post-op 20/20 .50 x -1.50 x 5. Account reported that patient is proceeding with lasik enhancement in right eye due to the treatment being off (cylinder) and that it will clean out the epithelial ingrowth during the enhancement.